Event description:
Patient called to report an adverse event involving a siemens somatom device that she used on (B)(6) 2024. Patient stated she was sent to (B)(6) for an emergency CT scan due to excruciating pain. Patient stated after the scan; the staff seemed skeptical about giving her the cd with scan results. She stated the radiologist report said she had small kidney stones; however, it was determined that in fact she had a massive bowel blockage with 10 inches of necrotic colon. Patient stated she went to the hospital on (B)(6) 2024 and was found to be septic and required lifesaving emergency surgery. Patient stated she was cut from pubic bone to breastbone, received 30 staples, lost 10 inches of colon, and received a blood transfusion. Patient stated she believes there was an issue with the somatom device which provided the radiologist with inaccurate images of kidney stones instead of the massive, life-threatening bowel blockage. Patient stated she thought it was odd that she had to wait an hour and a half for her cd after the test when other people around her were receiving their cd¿s sooner. Patient stated she would like to hear back regarding investigation results.